Event description:
On (B)(6) 2008, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure concluded without any event. The preoperative aneurysm diameter measured 44mm. On (B)(6) 2009, contrast computed tomography (CT) image showed a type 2 endoleak. No aneurysm enlargement was reported. On (B)(6) 2009, contrast CT image showed the persistent type 2 endoleak. No aneurysm enlargement was reported. On (B)(6) 2010, the pt underwent embolization of the type 2 endoleak. The resolution of the endoleak was confirmed.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.